Event description:
Customer reported the monitors drift after extension arm is extended to maximum length. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated this system.